Event description:
It was reported that during a total knee the metal screen fell off the wand. The doctor was scoping after a total knee and hit the wand on a piece of metal; possibly the scope. Right after he hit it the tip fell off into the knee. The piece was retrieved with a grasper and the case was successfully completed. No pt injuries or further complications were reported as a result of the event.

Manufacturer narrative:
A pt identifier, age, weight and gender were not reported.